Event description:
The report rec'd from the USA stating that the device was "heating up then shutting off." The device was being used in surgery. There was no reported pt or user injuries. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent.